Manufacturer narrative:
The act button was unresponsive due to a corroded keypad trace. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a button was not responding on the customer's insulin pump. No significant events leading up to the issues were recalled. It was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 140 mg/dl. Nothing further was reported.